Event description:
Product complaint received. According to report, pt was initiated onto dialysis without incident. Stated complaint is "blood began to run out of bottom of dialyzer immediately". The extracorporeal circuit was discarded due to the external leak of the header cap, estimated blood loss 250 cc due to the discard of blood. There were no adverse effects to the pt and the hemodialysis was restarted with another new dialyzer without further incident. MDR filed due to blood loss reported. The customer also reported that this was the second device from the same box that was found to leak and questioned whether damage to the box occurred. No samples are available for analysis as remainder of case was discarded and complaint dialyzer was discarded.